Event description:
It was reported that: "pt presented to office with pain in left knee. F/u exam upon x-ray and bone scan a large cyst behind femur on lateral side was seen. Plan to remove cyst and pack with bone graft. Also go up on poly thickness for increased stability. Poly insert has wear on mid portion."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.